Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the phenomenon ¿the device does not function ¿ occurred due to failure of the front panel. However, the root cause of the phenomenon could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed due to faulty front panel. In addition, the top cover and chassis were deformed. The investigation is ongoing, therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the high flow insufflation unit button failed to respond. The event occurred during maintenance and there was no patient involvement, no harm or user injury reported due to the event.